Event description:
It was reported that during a hip surgical procedure an alert was triggered for oversensing of non-physiologic noise and a shock was delivered by the implantable cardioverter defibrillator (ICD). It was believed to be caused by cautery. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.